Event description:
My daughter has autism and she wets the bed every time she sleeps. I bought the malem alarm for her. It has a battery driven part which is connected on her neckline and a sensor which is clipped outside her panty. She took an afternoon nap with the alarm and sensor connected. I had put the same batteries that came with the malem alarm. It was the first time I was using this alarm on her. Within 15 minutes, the alarm got very hot and she called me for help. When I reached her, the alarm had short circuited and batteries leaked on to her body and clothing. She was drenched in black color battery acid and it was very hot. I immediately took her to the ER and just returned. They advised me to file a complaint with FDA as this is a medical device. The product shorted out on its own.